Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was unknown at the time of the incident. The customer had already disconnected from the insulin pump and had reverted to a backup plan. The drive support cap was sticking out. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.